Event description:
The customer reported the sensitivity of the touch panel was poor when they were performing pre-use checking. The device was not in use on a patient. No patient or user harm was reported. The customer confirmed that the responded position was misaligned with the touched position. The touch screen was calibrated but the phenomenon was not improved. The field service engineer (fse) replaced the touchscreen to resolve the issue. The unit was tested, and it was returned to service.

Manufacturer narrative:
Upon further investigation, the failure was found outside of therapeutic application, there was no patient involvement. Therefore, this complaint no longer meets reportability requirements.